Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the monitor would occlude about 45 minutes after using. No report of patient involvement.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received. Visual inspection noted the ?tamper? Sticker was intact and no impact or corrosion damage was present. Functional testing involved performing a flow meter check, co2 simulator test. Received a co2 pump flow rate below specifications. Received a etco2 reading above specifications. Monitor started alarming occlusion after approximately 30 minutes. Complaint confirmed. A root cause was due to the tubing from the absorber was obstructed where it connects to the valve. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. The absorber tubing was replaced, and the product passed all functional tests.